Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Sterilization expiration date: not available on legacy file. Reason for device explant and/or reoperation: chest injury and deflation. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation primary with a mentor siltex round moderate profile 375cc and suffered from deflation on the right breast implant and chest injury. As a result, the patient had undergone removal and replacement with mentor smooth round moderate profile 525cc on the right breast and with mentor smooth round moderate profile 575 cc on the left breast on (B)(6) 2017.